Event description:
It was reported that during a routine follow up this pacemaker was suspected of premature battery depletion. The device was implanted on (B)(6) 2018 and displayed nine months remaining longevity. The device is programmed to dddr mode at 70 pacing pulses per minute (ppm), with atrial pacing at 80% and ventricle pacing at 47%. Boston scientific technical services (ts) recommended sending in data from the device to be analyzed. No adverse patient effects were reported. Should additional information become available on the outcome of this event, a follow up report will be submitted.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely, as after one year of implant the time remaining to explant was nine months. Technical services requested to bring patient to the clinic so device data can be sent for evaluation and recommendations. Two months later, during the clinic follow-up on (B)(6)2020 the pacemaker was electrically abandoned as remaining longevity showed less than three months and patient was upgraded to cardiac resynchronization therapy defibrillator. The pacemaker was later explanted on (B)(6) 2020 and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as after one year of implant the time remaining to explant was nine months. Technical services requested to bring patient to the clinic so device data can be sent for evaluation and recommendations. Two months later, during the clinic follow-up on (B)(6)2020 the pacemaker was electrically abandoned as longevity showed less than three months and patient was upgraded to cardiac resynchronization therapy defibrillator. The pacemaker was expected to be explanted on (B)(6) 2020. Once explanted this device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely, as after one year of implant the time remaining to explant was nine months. Technical services requested to bring patient to the clinic so device data can be sent for evaluation and recommendations. Two months later, during the clinic follow-up on may 2020 the pacemaker was electrically abandoned as remaining longevity showed less than three months and patient was upgraded to cardiac resynchronization therapy defibrillator. The pacemaker was later explanted on jul 2020 and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.